Event description:
It was reported that: during a long surgicaal procedure 25% carboxyhemoglobin was detected during blood gas analysis. The pt was being ventilated with 02, n20 and desflurane.the anesthesiologist changed to 100% 02 and forane and thecarboxyhemoglobin levels declined. There was no lasting effect on the pt. The case was the first procedure after a weekend.